Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Operational context caused event (reserved for anatomic constraint).

Event description:
The physician implanted a helex septal occluder in 2008. It was reported that the patient had a large chiari network present. The echocardiographer requested that the device be repositioned twice. While repositioning the device for the second time, the lock prematurely released. The right disc was on the right side and the left disc was on the left side of the septum, so the device was left in place. The device remained in a position where the discs were not well apposed to the septum, presumably due to the chiari network holding them open. The device was surgically removed and the defect repaired the following month. The explanting surgeon stated that the device was stuck in the chiari network. The patient was doing well following the surgery. The explanted device was discarded.